Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported to manufacturer representative that patient presented stating that their stimulator misfired when they were driving, causing them to crash their car. No further information was provided. No further complications were reported. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient did not know that she wasn¿t supposed to have the ins on while driving. She said on (B)(6) 2017, the stimulation felt shocking and her leg was jerking and caused her to have a car crash. The patient reported hitting her head and jerking her neck. The cat scan was good. The patient went to the emergency room and was released the same day. The patient will be met (B)(6) 2017 at the office to evaluate her stimulator. The patient reported losing stimulation in some positions. Additional information received from the manufacturer representative on 2017-08-09 reported that the patient did not show up for the appointment. No further complications were reported.